Event description:
It was reported by the customer that the pyxis medstation es system had multiple cubie pocket failures in the main drawer 3.2. The customer had tried to recover the storage space, a notification appeared indicating that the bus was not detected, which subsequently caused the cubie pocket to eject automatically. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pocket on the main drawer 3.2 had failed. A field service engineer reseated all connections in the back and replaced the drawer board, which resolved the issue. Additionally, the retractor band on drawer 3.2 was replaced due to wear. The system functioned as intended after the field service engineer troubleshooted the device.